Event description:
A pt had an intraocular lens (iol) implanted in 2000. The pt complained of a cloudy lens and impaired vision in 2003. A yag was performed and the symptoms resolved. Now, the pt's vision is 6/36 (20/120) and the lens is again cloudy. The surgeon is planning an explant. Additional information has been requested.